Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. However, a photo was provided documenting the broken inner catheter segment. In addition a photo of the patient arm was provided, showing a roadmap pf the patients vessel with the location of the broken inner catheter marked with a red rectangle. Based on the photos provided, no indication for manufacturing related cause could be identified. No detailed product evaluation could be performed. Based on evaluation of the provided photos, the reported break of the inner catheter is confirmed. However, based on information available a definite root cause for the reported event could not be found. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue was found addressed in the instruction for use (IFU). According to the IFU open surgical intervention or surgical intervention are potential complications and adverse events which may occur use of the covera vascular covered stent system. Regarding precautions the IFU states: "if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used." Regarding preparation, the IFU states "flush the delivery system through the luer port at the proximal end of the handle with sterile saline until saline drops from the tip of the system". And "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." Based on labeling provided with this product a 0.035 inch (0.89 mm) guidewire of and a 8f introducer sheath should be used. G3, h6 (device, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using a covera vascular covered stent via right forearm autologous arteriovenous fistula. The delivery shaft tip fractured and remained in the vessel. After confirmation via ultrasound, an immediate incision was made in the cephalic vein of the upper arm to remove the delivery shaft tip. The procedure was completed using another device. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using a covera vascular covered stent via right forearm autologous arteriovenous fistula. The delivery shaft tip fractured and remained in the vessel. After confirmation via ultrasound, an immediate incision was made in the cephalic vein of the upper arm to remove the delivery shaft tip. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.